Event description:
Surgery time was extended during a planned removal of a screw; bone formation around the screw was strong. The patient was a (B)(6) old male and it had been three years since the implantation. The screw broke during the attempt to remove it and was left in the patient.